Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') and pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), endometriosis ("endometriosis"), dyschezia ("gastrointestinal or digestive system condition type: painful bowel movement."), dyspareunia ("painful sexual"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal pain, and back pain outcome was unknown and the pelvic pain, depression, cyst, endometriosis, dyschezia and dyspareunia had resolved. The reporter considered abdominal pain, back pain, cyst, depression, dyschezia, dyspareunia, endometriosis, female sexual dysfunction, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: anticipated or scheduled date for removal: (B)(6) 2018. Discrepancy noted in current pfs: essure confirmation test(s): no. Patient received treatment for perforation: other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 7-nov-2019: upon receiving confirmation through email that cases (B)(4) are duplicate cases of each other. Hence all the information from the deletion case (B)(4) is transferred to this case. The case (B)(4) should hence be deleted from bayer database. Pfs received events "abnormal bleeding, (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition: cysts; endometriosis, gastrointestinal or digestive system condition type: painful bowel movement, painful sexual intercourse" were added. Outcome of events " depression, pelvic pain, painful sexual, painful bowel movement, cysts, endometriosis" were added. Historical drug and reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') and pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), endometriosis ("endometriosis"), dyschezia ("gastrointestinal or digestive system condition type: painful bowel movement."), dyspareunia ("painful sexual"), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrooesophageal reflux disease ("acid reflux") and cardiomegaly ("heart enlarged"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, abdominal pain, back pain, gastrooesophageal reflux disease and cardiomegaly outcome was unknown and the pelvic pain, depression, cyst, endometriosis, dyschezia and dyspareunia had resolved. The reporter considered abdominal pain, back pain, cardiomegaly, cyst, depression, dyschezia, dyspareunia, endometriosis, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: anticipated or scheduled date for removal: (B)(6) 2018. Discrepancy noted in current pfs: essure confirmation test(s) : no patient received treatment for perforation: other diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were reported via social media: acid reflux, heart enlarged. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received :- new reporter information was added. New event added acid reflux, heart enlarged. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: anticipated or scheduled date for removal: (B)(6) 2018. Discrepancy noted in current pfs: essure confirmation test(s) : no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Amendment: the report was amended for the following reason: patient problem code added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: anticipated or scheduled date for removal: (B)(6) 2018. Discrepancy noted in current pfs: essure confirmation test(s): no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : case is upgraded to incident. Her demographic details were updated. Essure implant date updated. Lawyer added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.